Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported this pacemaker system displayed noise on both the right atrial (ra) and right ventricular (rv) channel. The noise pattern appeared to be myopotential. The device sensing was changed to automatic gain control, but the device showed noise on the rv channel on the stored electrogram (egm). No rv noise was seen on the real time egm. There was no change in ra or rv impedance. The physician is considering upgrading the patient to an implantable cardioverter defibrillator (ICD) because the patient recently had a tachycardia event. If the patient is upgraded to an ICD, the patient will receive a new ICD rv lead. The physician questioned the integrity of the ra lead. The ra lead had my potential noise, which was observed during isometrics. Technical services discussed, based on the stored egm and real time egm, the ra lead integrity may be compromised. Technical services recommended replacing the ra lead as well during the device upgrade procedure. Until the upgrade procedure can take place, the rv sensitivity was decreased to prevent rv oversensing. Technical services also recommended programming the ra pace/sense to unipolar. Further information was provided that the oversensing resulted in pacing inhibition of greater than 2 seconds. The exact cause for the clinical observations was not confirmed. A replacement procedure will be scheduled at a future date. At this time, this ra lead remains in service and there were no additional adverse patient effects reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right atrial (ra) lead was explanted. No additional adverse patient effects were reported. Lead return is not expected.